Event description:
It was reported that pt underwent left medial unicondylar knee arthroplasty 2000. Pt complained of pain and radiographs indicated tibial component had subsided. Revision surgery performed in 2006 to remove and replace component.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. H6- examination of returned device noted wear. Wear pattern shows evidence that femoral component was sliding off posterior side of the bearing. A second wear pattern was noted indicating change in position of articulation. No evidence was found to determine reason for the change in position.